Event description:
Drug/diluent: 0.5% levo-bupivacaine. Fill volume: 400 ml. Flow rate: 5ml/hr. Procedure: reconstruction left ear with costal cartilage. Cathplace: unk. Date of surgery: (B)(6) 2014. It was reported by a nurse that a patient experienced tingling and numbness in both arms and legs at 07:00 hours on (B)(6) 2014, while in the hospital. These adverse clinical effects resolved when the pump was clamped. The pump was noted to be half the size, as if a lot of fluid had been administered. The pump was filled on (B)(6) 2014 at 15:30. The start date and time of infusion was (B)(6) 2014 at 16:45. The end date and time of infusion was (B)(6) 2014 at 07:00 hours.

Manufacturer narrative:
Method: the sample is reported to be returning and currently pending receipt of the unit. A review of the device history records (DHR) was conducted for the lot number reported. Results: evaluation and investigation results will be provided once completed. Per the DHR review there were no reworks, special conditions, or related nonconformance reports (ncrs) for this reported lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: at this time I-flow is pending the return of the device for an evaluation. The investigation is ongoing, once completed, a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.